Manufacturer narrative:
The insulin pump was received unable to prime unit during prime/a33 test due to slightly loose drive support disk. Unable to perform prime/a33 and occlusion test due to prime anomaly. The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. The insulin pump has cracked case at display window corners, display window, reservoir tube, reservoir tube window, battery tube threads and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported a motor error alarms during bolus deliveries. Customer's blood glucose was 358 mg/dl. She stated she had treated her blood glucose with the insulin pump. She also stated that she was able to complete the rewind sequence on the insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.